Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was repositioned multiple times due to low sensing measurements and no capture. Then the helix would not extend after the maximum number of rotations of the fixation tool. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.